Event description:
During the revision procedure on patient, the internal part which connects the version control stem inserter catalog # 6278-1-100 broke of leaving it attached to the stem. This remaining part was unscrewed with a pair of vise grips.

Manufacturer narrative:
The event regarding the version control inserter breaking was confirmed. A material analysis was performed, concluding: the pin used to affix the rod to the inserter was fractured by ductile overload, likely during loosening. The exact location of the origin was not possible to be determined due to post-fracture abrasion. Eds analysis indicated the composition of the base pin material was consistent with a 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed but no material or manufacturing defects were observed on the device features examined.

Event description:
During the revision procedure on patient, the internal part which connects the version control stem inserter catalog # 6278-1-100 broke of leaving it attached to the stem. This remaining part was unscrewed with a pair of vise grips.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.